Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation. Information was not provided regarding the neonate patient's stress, blood flow to the site, or condition of the patient at the time of comparison. All of these factors could have affected the accuracy of the results obtained. No further assessment could be made. The suspect product was not returned.

Event description:
That customer stated that while using the accuchek inform ii meter (serial number (B)(4)), they had heel stick results that were lower than the laboratory results. The customer received questionable results for 2 patient samples for glucose. Of the data provided, both results were erroneous. On the first (B)(6), a heel stick was performed at 1650 and the blood glucose result was 42 mg/dl. The laboratory blood glucose result was 58 mg/dl from a whole blood sample at 1700. On the second (B)(6), a heel stick was performed at 0900 and the blood glucose result was 24 mg/dl. The laboratory blood glucose result was 44 mg/dl from a whole blood sample at 0900. The age,weight, and gender of this (B)(6) are unknown. The caller stated that all of the tests were routine per the facility protocol for (B)(6). The controls had passed on the meter within 24 hours of the testing. The same vial of strips was used for the tests on both (B)(6). It was stated that both (B)(6) are currently healthy. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer's meter was returned for investigation where it was tested with a retention battery, retention test strips (lot 475777), and retention controls. The test strip lot number that the customer used (lot 474445) was expired, so retention test strips of this lot were not tested during the investigation. The test strip port of the returned meter was found to be contaminated with control solution. Control ranges: level 1: 30 - 60 mg/dl. Level 2: 261 - 353 mg/dl. Results: level 1: 43 mg/dl, 43 mg/dl, 45 mg/dl. Level 2: 299 mg/dl, 298 mg/dl, 303 mg/dl. All returned results are within acceptable range.